Event description:
It was reported that after attempting to deploy the occluder several times at the asd, tee suspected thrombus on the device's la disc. Consequently, the occluder and sheath were retrieved. Thrombus was confirmed on the la disc of the retrieved device. The procedure was successfully completed with a new occluder. There was no patient injury. The patient's act was reported to be within acceptable limits during the procedure and the patient had no known hereditary issues or complications.

Manufacturer narrative:
The device investigation did not reveal any deviations related to the device itself, however, the complained thrombus was observed on the complaint device. "Thrombus on the device" is listed as a potential adverse event in the corresponding IFU. The customers are instructed to follow the warnings and preventive measures which are present in the IFU to prevent occurrence of such events. Based on the medical expert opinion (root cause of this event), thrombus formation occurred due to procedure related issues. Multiple attempts for device placement increased clotting risk, which was not mitigated by medication or monitoring activated clotting time. Considering all investigation findings, as well as the medical expert assessment, the root cause of the event is traced back to non-device-related factors.

Event description:
It was reported that after attempting to deploy the occluder several times at the asd, tee suspected thrombus on the device's la disc. Consequently, the occluder and sheath were retrieved. Thrombus was confirmed on the la disc of the retrieved device. The procedure was successfully completed with a new occluder. There was no patient injury. The patient's act was reported to be within acceptable limits during the procedure and the patient had no known hereditary issues or complications.

Manufacturer narrative:
A4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record.